Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Subsequently, the pump shut down. Additionally, the pump indicated a data log corruption. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose level was 223 mg/dl.